Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patients leads had migrated. Surgical intervention took place where the leads were repositioned back to original implant location. Therapy restored. Related manufacturer reference number: 3006705815-2023-02678.